Event description:
It was reported that a patient underwent a laparoscopic kidney and adrenal gland procedure on (B)(4) 2023 and suture clips were used. The clip could not be closed on the suture. The device was fired outside patient, but the issue did not improve. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the applier product code and lot number? The applier product code is ka200 and lot number is currently unkwnon. Please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? I certify that all information that are known/available has been disclosed. When the event occurred, was the suture placed near the hinge of the clip? Yes. Was the applier checked for damaged (jaws straight and aligned)? Yes. Was the clip used in an application where the suture was under tension? Yes. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-06620.